Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) episode and decreased sensing. The programming changes was performed. The patient was in stable condition.